Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example: possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, at this time we have not identified this as a reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical record review, about 8 years post implant patient was diagnosed with erosion, recurrent hernia thereby underwent repair with partial mesh removal. Per op notes, ¿there was wadded up old mesh that eroded¿. Post repair patient had pain and discomfort. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2003 - the patient underwent surgery to repair an inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. (B)(6) 2011 - the patient underwent an additional surgery to repair the hernia defect and "remove it". The patient's attorney alleges that the bard/davol device used in the patients hernia repair surgery failed, resulting in pain and suffering, doctors visits and subsequent procedures. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug. Addendum per additional information provided: (B)(6) 2003 - patient was diagnosed with left inguinal hernia and underwent open repair with perfix plug. Per the operative notes, "there was a direct inguinal hernia. An extra-large perfix plug (device #1) was placed in here and sutured, provided patch of marlex was placed in the inguinal floor." (B)(6) 2011 - patient was developed with recurrent inguinal hernia thereby underwent partial mesh removal (perfix plug) and laparoscopic bilateral repairs with 3dmax meshes. Per the operative notes, "on left side there was wadded up old mesh (device #1) that eroded through and was removed through the umbilical port. Reduced the hernia sac. I introduced medium 3dmax mesh (device #2) in place in the right side first. The other side was done in the similar fashion (3dmax mesh (device #3))¿. (B)(6) 2012 - patient had endoscopy and colonoscopy. On (B)(6) 2012, during hospital visit patient had pain on the left side, problem with emptying bladder and uses abdominal wall muscles to augment, which may have caused hernia in the left side. (B)(6) 2014 - patient visited hospital for evaluation and possible treatment for left lateral groin discomfort. Attorney alleges that the patient had mesh migration, pain and some mesh had to be left in and causes pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example: possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such, at this time we have not identified this as a reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect; however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2003 - the patient underwent surgery to repair an inguinal hernia. As reported, a bard/davol perfix plug was implanted to repair the hernia defect. On (B)(6) 2011 - the patient underwent an additional surgery to repair the hernia defect and "remove it". The patient's attorney alleges that the bard/davol device used in the patients hernia repair surgery failed, resulting in pain and suffering, doctors visits and subsequent procedures. As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective perfix plug.